Manufacturer narrative:
The fse evaluated the instrument and found diluent coming out of solenoid sl61 due backwash tank overflow. The fse then replaced the backwash tank containing the sweep flow sensor which was defective to resolve the leak and the error messages. The fse found the sweep flow sensor to be defective because it did not receive the signal to stop filling the backwash tank. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately two (2) ml from the coulter lh 750 hematology analyzer. The instrument was generating complete blood count (cbc) errors. The leak consisted of diluent, blood and clenz mixture. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves, goggles and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.